Manufacturer narrative:
(B)(4).

Event description:
Patient reported to on-x on (B)(6) 2016, that 11 days post-operatively he had to return to the hospital with an inr of 6.8 and that his pericardial sac had filled with over a liter of blood. Due to his condition medical staff did an emergency removal of blood with a needle through the chest, with no time for anesthesia. The sac was then emptied. The valve remains implanted. This is being reported because it is a bleeding event, which is defined in the aats/sts guidelines as valve-related, and that the bleeding event required immediate medical intervention to prevent permanent injury. Thus, this is being treated as reportable. There is no further information on why his anticoagulation was so far out of range.